Event description:
It was reported that during implant, the lead had a high threshold with no pacing at maximum analyzer output. It was noted that impedance was good at 1000 ohms and that the lead was in a good position. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the connector pin was bent. It was noted that the distal end low voltage electrode was covered with blood and the lead appeared damaged at implant. (B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.